Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies. Pump system check with tandem technical support (cts) using current pump supplies found pump to be functioning as expected. Customer's blood glucose was 220 mg/dl and during call with cts, bg lowered to 140 mg/dl.